Event description:
It was reported that the pace/sense setscrew on the implantable cardioverter defibrillator (ICD) could not be unscrewed. The ICD was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The returned device indicated a damaged grommet and a set screw with a rounded socket.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6948 implantable tachy lead (B)(6) 2007; 4194 implantable pacing lead (B)(6) 2007. (B)(4).